Event description:
It was reported that the lead exhibited oversensing of noise resulting in inhibition of pacing. The patient was asymptomatic. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.